Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not hold pressure. Reportedly, the device was removed and a pinhole was noted at the tip of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noted that the balloon would not hold pressure. Reportedly, the device was removed and a pinhole was noted at the tip of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 19jan2019 there have been no patient complications as a result of this event.

Manufacturer narrative:
Problem code 1504 captures the reportable event of balloon pinhole. A visual examination of the returned complaint device found no issues with the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed by attaching the device to an alliance inflation system and the balloon was able to be inflated without problem; however, it would not hold pressure due to a leak noted at the tip of the device which indicates a balloon-guidewire interlumen leak. The balloon was then partially inflated with water and the end of the catheter (guidewire lumen) was blocked and air was injected through to identify the exact location of the interlumen leak; bubbles started to be formed at the proximal end of the balloon. Then, the balloon was cut in order to carefully inspect the internal area using a microscope, and it was possible to identify that the connecting point between the multi-lumen and the guidewire channel inside the balloon was separated which confirms the interlumen leak. No other issues were noted on the device. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the technique used by the physician, the amount of strength applied to the device during the movement, the interaction between the balloon and the scope, and/or the manner as the device was handled and manipulated, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not hold pressure. Reportedly, the device was removed and a pinhole was noted at the tip of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 19jan2019: there have been no patient complications as a result of this event.

Manufacturer narrative:
Problem code 1504 captures the reportable event of balloon pinhole. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.